Event description:
It was reported that an impella 5.5 was implanted in a patient undergoing coronary artery bypass grafting and mitral valve replacement. During support the patient was intubated and transported to another facility with their chest open and significant bleeding/chest tube output. A stroke was called but a CT scan showed no blockage, only some narrowing of the middle cerebral artery. The patient continued to do well on support with no focal deficits.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: & impella 5.5 with smart assist for use during cardiogenic shock ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿